Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 440 mg/dl. Customer had symptom of nausea. Customer's emergency room visit was due to high blood glucose. Customer was treated with IV in hospital lobby and blood glucose was lowered. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting.